Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 01/2024).

Event description:
It was reported that some time post catheter placement, the catheter allegedly had an hole on plastic hub which is next to white lumen. It was further reported that catheter was removed and placed another catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one hickman 12.5 fr d/l catheter was returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported whole in white lumen issue as a pinhole was noted just distal of the white luer. The pinhole noted just distal to the white luer on the white extension leg had jagged edges and appeared to penetrate through to the inner catheter. Both lumens were patent to infusion and aspiration. Upon clamping the white extension leg on the "clamp here" section of the catheter, a leak from the pinhole was observed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 01/2024), h11: b5, h6(patient, method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during preparation of a catheter placement, the catheter allegedly had a hole on plastic hub which is next to white lumen. It was further reported that catheter was removed and placed another catheter. There was no reported patient contact.